Event description:
It was reported that this right atrial (ra) lead showed high, out of range pacing impedances with noise over sensing at atrial tachy response events. Also, signal artifact monitoring (sam) events were recorded, related to the ra lead noise over sensing. After analyzing the events a ra lead fracture was suspected. Furthermore, the ra lead has been explanted at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted melt marks in outer insulation, likely explant electro-cautery damage. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead showed high, out of range pacing impedances with noise over sensing at atrial tachy response events. Also, signal artifact monitoring (sam) events were recorded, related to the ra lead noise over sensing. After analyzing the events a ra lead fracture was suspected. Furthermore, the ra lead has been explanted and returned for analysis at this time. No additional adverse patient effects were reported.